Event description:
Ous MDR - after an implantation time of about 50 months, interference signals in the rv and ra channel were reported. No deterioration in the pt's state of health was reported. The ICD and the ventricular lead were explanted. The ra lead continues to be used and was not explanted.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged by fraying this damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress of the lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the shock coil and the cuts in the insulation are probably a result of the explantation process.